Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump data was missing; cause was not known. Customer's blood glucose (bg) was approximately 400 mg/dl and ketones were present. Customer went to the emergency room and was admitted to the hospital. At the time of the report, customer had not yet been discharged. Customer reverted to manual injections for insulin therapy.